Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the optia system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the optia system has several methods for detection of possible wbc contamination, it is possible some events may elude the detection capability of the optia system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible this failure may be related to donor specific blood characteristics that may challenge the optia leukoreduction system. It cannot be ruled out the incorrect donor gender entered into the system did not contribute to this undetected leukoreduction failure.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. A triple platelet product was collected (0192851bd) with an elevated rwbc result of 323.20x 10^6. Per the customer, the product was delivered as non-leukoreduced, irradiated platelets. The unit was transfused to a patient, there was no transfusion reaction or medical intervention reported. The patient was reported to be alive and is currently hospitalized. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. A triple platelet product was collected ((B)(6)) with an elevated rwbc result of 323.20x 10^6. Per the customer, the product was delivered as non-leukoreduced, irradiated platelets. The unit was transfused to a patient, there was no transfusion reaction or medical intervention reported. The patient was reported to be alive and is currently hospitalized. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. A triple platelet product was collected (B)(4) with an elevated rwbc result of 323.20x 10^6. Per the customer, the product was delivered as non-leukoreduced, irradiated platelets. The unit was transfused to a patient, there was no transfusion reaction or medical intervention reported. The patient was reported to be alive and is currently hospitalized. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.